Event description:
It was reported that the external pulse generator was not always sensing appropriately, that the settings could not always be unlocked and that the settings were not able to be changed. The generator was returned for service. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower case halves are broken and damaged. Battery release is contaminated. Both bail covers, ring cover, and battery drawer are broken. Lead flex cover is corroded. Battery contacts are compressed. The ring is bent. Serial number label is torn. Battery drawer o-ring is missing. One printed circuit board flex is creased.